Manufacturer narrative:
The investigation for the automated impella controller (aic) controller failure-red alarm has been completed. The console logs from the reported day of event are consistent with the complaint and confirmed the reported failure mode given there were multiple controller error alarms ¿opm comm crc error¿ triggered during the clinical procedure. Real time logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The console logs also indicated frequent interruptions of universal serial bus communication from aic to rlm. The console was tested but the placement signal issue was not reproduced. During console inspection, the rlm was found to be malfunctioning (frequent interruptions of data streaming) due to compromised power and data connection caused by loose input/output panel internal connector (unrelated to the complaint). The controller error and loss of placement signal is due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed.

Event description:
The complainant reported a patient was on impella 5.5 support. While on support, a controller error alarm was occurring on the automated impella controller (aic). The placement signal and left ventricle waveform disappeared. The impella 5.5 continued to provide support with good flows and normal motor current. No event started the alarm and it self-resolved after about two minutes. A new controller was brought to the room. However, the aic was not switched but just kept next to the active aic. No patient harm has been reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.